Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion remediation tech. "Rad tech [name removed] called in stating after replacing the tca board [trans con alarm assembly] sn (B)(4), he found while testing the primary alarm was not functioning on this ventilator. He replaced the tca board [trans con alarm assembly] and the issue was resolved. Rga and replacement tca board [trans con alarm assembly] will be ordered through remediation team."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a carefusion remediation tech. (B)(4). The alleged faulty trans con alarm assembly was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.